Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was tripped due to oversensing, high rate non-sustained episodes and short v-v intervals associated with potential electromagnetic interference on the device from a swimming pool. It was further reported the lead had decreased r waves. Review of the performance data indicated the lead showed occasional t-wave oversensing (twos) and short v-v intervals. The lead was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.